Event description:
[Cue] use for covid-19 under emergency use authorization (eua): two cue tests run on the same day were cancelled due to defective or damaged cartridges. A third test was resulted as invalid. The positive control also failed. FDA safety report ID #: (B)(4).